Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning. It was further reported that the implantable pulse generator (ipg) exhibited a loss in telemetry and diagnostic data not available. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.